Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the when the patient went to the bathroom to urinate, they did not get the ¿full flow¿. They had to go again and again and when they got up they had to go back again. It was reported that the patient was not emptying all the way out. The patient¿s settings were checked and they were on program 1 at 1.6 volts with the stimulation being on. During the report, the patient increased to 1.8 volts and the stimulation was felt in the bicycle seat region. They were directed to track their symptoms in a diary for a couple of days. There were no further complications reported or anticipated.